Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# va0uhgh, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient came in with infection at pocket site and physician removed total implant. Device removal (B)(6) 2016 and new system was put in on the day of this report. The patient issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.